Event description:
During ptca of lad, a piece of the balloon catheter was dislodged and broke off. Cardiologist unable to retrieve with assistance of cardiovascular surgeon. Catheter had to be surgically removed from coronary artery.